Event description:
Mattress cover is delaminating.

Manufacturer narrative:
This mattress has not been inspected yet due to the mattress not being returned. The customer is in the process of sending back all the mattresses to our warehouse. This report is identifying mattress 18 of 20. New mattresses were sent out on 11/06/2013. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.